Event description:
It was reported by the customer that the device was displaying a service indicator and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event. Upon eval, physio-control observed that the device would not be able to complete a boot up cycle.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the root cause of the reported failure was an ic chip, designator u61. It was observed that ic chip u61 would not allow the pcb to complete a boot up cycle. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the sys controller pcb assembly and there was no failure of this assembly.